Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "damaged locking mechanism" was not confirmed. Reliability engineering evaluated the device found that the locking mechanism was functioning to specifications. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from (B)(6) stating that the locking lever on the device was stiff/stuc. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.